Manufacturer narrative:
(B)(4). The reported product is an unknown baxter healthcare cassette. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the cat bit into the patient line, saliva got into the patient line, and then there was a leak from the patient line. Peritonitis was manifested by cloudy effluent. Two days after onset, the patient was hospitalized for the peritonitis. On unreported date(s) during the hospitalization, the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) and an unknown cephalosporin (route, specific medication, dosage, frequency, and duration not reported) for the peritonitis. On unreported date(s) in the home environment, the patient was treated with oral cipro (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment with the oral cipro was ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.